Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a power on reset (por) message on both their recharger and programmer. On the call, the patient successfully cleared the por using the programmer. The patient was able to turn the ins back on and stated the ins was working. No symptoms were reported. No further complications reported/anticipated.